Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure from the superior mesenteric artery (sma) to the inferior mesenteric artery (ima) and to treat an endoleak sac using ruby coils. During the procedure, the physician placed two pod packing coils (pod pcs) in the target vessel using a velocity delivery microcatheter (velocity). While advancing a ruby coil through the velocity, the physician experienced resistance at the middle of the velocity. The physician then flushed the rotating hemostasis valve (rhv) but the issue was not resolved; therefore, the ruby coil was removed. The physician then checked the ruby coil after removal and there was no noticeable damage to the introducer sheath and pusher assembly. The procedure was completed using two ruby coils, another pod pc and, the same velocity. There was no report of an adverse effect to the patient.